Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed, de novo lesion in the proximal to mid right coronary artery. The tenku 2.0 x 15 mm balloon ruptured during the first inflation at 6 atmospheres. There was no resistance during removal of the stylet or protective sheath. The device was soaked prior to use. The device was prepped outside of the patient's anatomy and no leak was noted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.